Event description:
Pt was having a cardiac catheterization procedure. When the pigtail catheter was removed from the pt it was noted that the tip was missing. The catheter tip was located by CT scan in the groin. The tip was retrieved from the groin in the cardiac cath lab. During the initial procedure, as the catheter was being removed, the pt had a seizure and became hypotensive. Pt was stabilized prior to the removal of the catheter tip. It is not known if the catheter problems precipitated the pt response or not.